Event description:
It was reported by service report that the electronics cover had damage. The calf supports were not holding properly and needed replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: calf supports.